Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: d9, h3, h6: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by the affiliate in china that during a knee procedure for a patellar dislocation on (B)(6) 2020, it was observed that the anchor pulled out when the shaft was pulled back. Another like device was used to complete the procedure. There were no adverse patient consequences. No additional information was provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: investigation summary: according to the information received, it was reported that during the surgery of patellar dislocation operation, when pull back the shaft, noted the anchor was also pulled out. The complaint device was received and evaluated. Visual observations confirm that the anchor was pull out from the shaft inserter and still was loaded on the suture. In addition, the anchor and the suture present evidence of biological residues. In other hand, the handle and the shaft didn't received for evaluation. When observed the anchor under magnification, no structural anomalies could be noted. A manufacturing record evaluation was performed for the finished device lot number: [6l68497], and no non-conformances were identified. The complaint can be confirmed. The possible root cause for the reported failure can be attributed to an excessive force applied on the suture during tensioning or due to poor bone quality. However, it cannot be conclusively affirmed. At this point in time, no corrective action is required, and no further action is warranted. However, in depuy synthes mitek, additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance.